Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) blanked an intrinsic right ventricular (rv) beat due to an atrial pace. Technical services (ts) reviewed device data and noted that the resultant nonsustained tracking was due to the tracking preference. After the tracking stopped, pacing was delivered and then ventricular tachycardia (vt) occurred and the provided anti-tachycardia pacing (atp) was successful, however it was unknown whether the tracking caused the vt. Additionally, it was noted that a pacemaker mediated tachycardia (pmt) previously occurred, and the health care professional (hcp) was concerned that it also was due to the tracking preference. Ts recommended turning off the tracking preference feature. This device remains in service. No additional adverse patient effects were reported.